Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-4316, lot #: 18736418, description: next generation anchor kit-sterile; model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the battery site. The symptoms were fever and oozing at the site. The physician did not state that it was device related; it might be that it was related to the procedure but was not sure. The patient was given antibiotics and underwent an explant procedure.